Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Reportedly, only one device was used with sheath size 15f. It should be noted that the prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported IFU violation contributed to the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code: 1494 - indications for use.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right femoral vein using the pre-close technique via a 8fr sheath hole prior to a electrophysiology (ep) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment. The suture of a new prostyle was successfully pre-placed. The sheath was upsized to a 15fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.